Event description:
This is the second of two reports involving the 1104bt: intracranial pressure/temperature monitoring kit (same patient, product catalog number, and user facility). This report is in regards to the second 1104bt catheter. It was reported that the first catheter used was zeroed and placed with good waveforms. The intracranial pressure (icp) was about 15. Then, the icp readings went to the negative numbers within a few hours. The icp readings then went to the positive numbers. The clinician reported that the icp readings did not match the clinical condition of the patient. It was thought that the patient should have a high icp reading. The first catheter was removed, discarded, and replaced with a second 1104bt catheter. The second catheter had the same problems and results as the first catheter. This second catheter was removed. The patient then went to surgery and it was reported that the patient's icp should have been higher that what it was. A third icp was placed in the right frontal lobe and there was no issues reported with the third catheter. Additional clinical information has been requested. Cross referenced to manufacturer report number 2023988-2011-00059.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.